Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely calcified proximal end of left anterior descending artery. A 20 x 3.50mm promus premier drug-eluting stent was advanced to treat the lesion. However, the plaques scratched the stent and it was noted that the stent struts were found to be lifted. The device was removed and the procedure was completed with a 3.0mm stent and was dilated by 3.5mm balloon. No patient complications were reported and the patient's status was stable.